Manufacturer narrative:
The reported event of crm (B)(4) unable to program pump file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 10/29/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for air in line error, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
The customer reported attempting to program 50 ml vtbi from a 100 ml container of albumin 25%. After scanning the patient, the medication, and the device, the device did not react, but epic said the device was associated. The pharmacy department received a new batch of albumin and thought the ndc code did not match what was in epic. The order was received by the device and the level 2 acknowledgement was generated in cce and sent back to epic which should have allowed the nurse to start the infusion. The facility uses epic version 2017. Although the patient had been scanned, there was no patient involvement with the infusion, as the infusion was not started.

Event description:
The customer reported attempting to program 50 ml vtbi from a 100 ml container of albumin 25%. After scanning the patient, the medication, and the device, the device did not react, but epic said the device was associated. The pharmacy department received a new batch of albumin and thought the ndc code did not match what was in epic. The order was received by the device and the level 2 acknowledgement was generated in cce and sent back to epic which should have allowed the nurse to start the infusion. The facility uses epic version 2017. Although the patient had been scanned, there was no patient involvement with the infusion, as the infusion was not started.

Manufacturer narrative:
The reported event of crm (B)(4) - unable to program pump file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(6) service history showed the device had a manufacture date of 10/29/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for air in line error, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.